Manufacturer narrative:
The needles were returned to galil for investigation. Lot production and release test records were reviewed and no issues were noted. The returned needles were tested according to galil's standard needle release test procedure. All needles met all specs and no needle blockages were found. The needles were then forwarded to (B)(4) to be tested for proper ice formation. The needles met all specs for ice ball length and diameter. Galil was unable to reproduce the failure. It is possible that a temporary blockage caused the needles to form insufficient ice. Gas quality can also be a factor. Moisture in the gas can cause a temporary needle blockage. In situations in which needles do not form sufficient ice, galil's system user manual instructs users to perform a 1 minute thaw operation in an attempt to dislodge any potential temporary blockages. Users are further instructed to replace the needle with a new needle if the 1 minute thaw is not successful.

Event description:
A mobile provider called in an issue he had with a prostate kit today. During a prostate cryotherapy procedure, the hospital biomed came into the room to check the machine and was given the go-ahead to start the case. The mobile provider tested the needles and everything went good. During the first freeze (6 minutes), the ice was not growing. They tried the second channel and the ice was still not forming properly. The mobile provider shut down the precise system and rebooted it. They started the second freeze cycle and the ice was still not forming properly. The mobile provider thought the problem could be the argon gas so he switched the tanks, tried the freeze again, and still no change. The mobile provider switched to a seednet system. They did another freeze cycle with the seednet machine for 12-15 minutes and it only took 4 minutes to thaw. The iceball that was created was still not the proper size. The pt was under anesthesia when the issue occurred. The case was finished without any pt injuries, however, the physician was not satisfied with the results of the case. The physician will monitor psa levels and possible retreat the pt.